Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) [erbe] to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no power related to electrical and fiberoptic defects. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted general inguinal hernia surgical procedure, the integrated electro surgical unit will not power on. The customer performed a hard power cycle, new power cable, and a different outlet with no change. The procedure was aborted to another dv system with no reported injury.